Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 844.3 mcg/day. It was reported that there was withdrawal about 5-10 hours post-op. They think it¿s related to the priming bolus change from 0.199 ml to 0.14 ml. On 14-(B)(6) 2020, the patient has normal pump replacement. Hcp's normal protocol is to aspirate before catheter is connected and after catheter is connected to ensure catheter is clear so a full priming bolus can be performed once the new pump is connected to existing catheter. The pump was connected to the catheter and they programmed using an 8840 a priming bolus (unknown priming bolus volume). The patient went home and was doing great after procedure. On, (B)(6) 2020, the patient started having symptoms of sweating, pain and was like a "noodle" around 2 am. Caller reported that they gave the patient tylenol 3 which did not help. The patient called the office and was seen that same day. While at the office, the hcp gave a 50 mcg bolus around 3 pm however the patient was still having severe spasms so the patient was admitted to the ICU. While at the ICU, they performed an x-ray and cap aspiration which showed no issues. They gave another 100 mcg bolus around 5 pm since the patient was doing terrible (patient looked like the "exorcist, only patient's head and heals were on the bed, everything else was off the bed, that's how bad it was"). On (B)(6) 2020, the dose was changed from 844.3 mcg/day to 860.2 mcg/day. They were given a ton of baclofen and his ck level was 914. Lactate acid looked okay which was 0.7. On (B)(6) 2020, they saw the patient again and kept the dose the same at 860.2 mcg/day. The patient eventually got better and stayed a while in the ICU. They were discharged from the ICU on 19-jan-2020. Troubleshooting was unable to be performed since this was a past event. The patient's relevant medical history included on (B)(6) 2020 the patient did not have a uti, however when the patient came in for withdrawal symptoms at the ICU, they found the patient had a uti (enterococcus faecalis, over 100,000 cfu) which may have made things worse. They are working with the surgeons and might try to bolus 0.199 post-op for pump replacements only instead of the 0.14 ml that the programmer recommends doing to see if this resolves these issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 844 mcg/day) via an implanted pump. The patient¿s medical history was reported as severe cp (cerebral palsy)/uncommunicative. The indication for pump use was intractable spasticity. On (B)(4) 2020 it was reported that the patient had his pump replacement procedure on (B)(6) 2020 and 3cc of clear fluid was withdrawn (this cleared the catheter completely of drug). After surgery the new pump was started, and the pump and pump tubing were primed. The patient did well and was sent home. The patient¿s mom reported that the patient was very good with no spasticity until approximately 2am on (B)(6) 2020. At that time, he was very spastic/had severe spasticity; was sweating profusely; and his pulse was high/he was tachycardic. He was admitted to hospital today ((B)(6) 2020) in what looked like baclofen withdrawal. Catheter port aspiration was done successfully with return of fluid. The pump was interrogated, and the pump logs were checked and there were no alarms or stalls. The programming of the priming bolus and dosage were reviewed, and all looked normal. The patient was currently in the ICU (intensive care unit) and they were trying to determine why the patient was in withdrawal. The patient was given 2 boluses through the pump. He did look to get some benefit after the second bolus of 100 mcg. Additionally, an IV (intravenous) was started and baclofen was given through his g-tube. Per the patient¿s mom, there were no unusual events after the patient left the hospital. He was loose, in good spirits, and ate a good dinner. The issue was not resolved as of (B)(6) 2020. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on 04-feb-2020 at which time it was reported that they were not sure why the patient demonstrated such severe withdrawal symptoms. They did give him several boluses of intrathecal baclofen through his pump. The symptoms eventually resolved, and the patient had been sent home. The patient did have a uti (urinary tract infection) but he frequently did, and it was colonized. The managing department felt it may have to do with the decision to only bolus 0.14 ml of the internal tubing at implant. No further complications were reported/anticipated.